Event description:
It was reported that the patient was experiencing ineffective therapy with their drg system due to l1 lead migration and high impedances on the t12 lead. As a result, surgical intervention took place on (B)(6) 2025, wherein both the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.